Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage supply regulator board was replaced. The sys was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an ma sensor failed error message during a procedure. There is no report of pt injury associated with this event.